Event description:
Reporter stated that he has been using his dream sm auto CPAP since (B)(6) 2020. Sometimes in (B)(6) 2020 he starts coughing out blood during use of the machine. He called the manufacturer on (B)(6) 2021 after hearing about the recall of the device. He gave the model number of the machine and was told his device is one of the recalls. He was advised to call FDA and give a report.